Event description:
Customer reports that: "that rotilt ratchet mechanism lever that controls the tilt, came off during the procedure. They had to x-ray the pt to make sure there were no screw or springs left behind. Surgery was delayed for approx 15 minutes".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.